Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. The right ventricular lead exhibited oversensing which could not be reproduced with isometrics. On (B)(6) 2015 the patient experienced syncope due to suspected lead noise. The patient would continue to be monitored. On (B)(6) the patient's condition was reported to be asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2015 the lead was noted to be fractured and was capped and replaced. No patient symptoms were reported.